Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 43 mg/dl and high blood glucose of 400 mg/dl. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose. The customer stated that the insulin pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump received with cracked reservoir tube lip noted. Drive support cap was inspected and no anomaly was noted.